Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. Prior to the event, the customer had taken off the insulin pump for two hours and ten minutes. The customer then experienced high blood glucose levels and vomiting. The customer was new to insulin pump therapy, and didn't know he had to wear the insulin pump all the time. The customer reported no delivery alarms, which stopped after changing the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.